Manufacturer narrative:
Date of event: exact date unknown, not provided. Best estimate is between (B)(6) 2021. Telephone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to the wrong power. The replacement lens was a different model zcu300, but same diopter. Through follow-up, it was learned that the wrong power was initially selected. It was unknown if the patient complained of any visual issues. The patient is reported to be fine post-op. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Returned to manufacturer on: 3/16/2021. Section h3: device evaluated by manufacturer ¿ yes. Device evaluation: the complaint lens was received wrapped in gauze. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Furthermore, fibers were observed on the lens which can be attributed to receiving the lens wrapped in gauze and cannot be confirmed to be related to manufacturing. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.